Manufacturer narrative:
We received one bipolar pacing catheter with edwards contamination shield for examination. The reported event of "after inserting the swan-ganz pacing catheter inside the introflex percutaneous sheath introducer it was not possible to fixate it inside of the introducer when the contamination shield was connected to the introducer valve housing" was not confirmed. The introducer and distal connector on the contamination shield were not returned. Using a laboratory sample 6f introflex adjustable introducer as the customer was using and recommended size in the IFU. Using the sample contamination shield, the catheter was able to be locked in place using the tuohy borst connector on the distal connector of the contamination shield without detaching from the introducer. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
As reported, after inserting the swan-ganz pacing catheter inside of the introflex percutaneous sheath introducer it was not possible to fixate it inside of the introducer when the contamination shield was connected to the introducer valve housing. The physician was not able to secure the swan-ganz catheter with the contamination shield but was able to secure the swan-ganz after fully securing by using tape. There was no allegation of patient injury. The swan-ganz bipolar pacing catheter is available for evaluation. Unfortunately, the introflex percutaneous sheath introducer was discarded at the hospital.

Manufacturer narrative:
Related medwatch number 2015691-2016-01862.